Event description:
Boston scientific received information from a local competitor field representative that the header of this device became disassociated from the body of the device. This was reported to have happened approximately two years after implant. The device was explanted and was being sent back to the competitive company. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual inspection confirmed the clinical observation of a weakened header bond. It was noted that on three sides of the header, medical adhesive was bonded to the header, but not the corresponding area of the device case. An x-ray of the device header found five of the feed-through wires to be electrically open. One feed-through wire was observed to be cracked. A review of device memory revealed that the circuits became open at different stages of the device implant. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. It was unable to be determined if the device had been implanted sub-pictorially.

Event description:
Subsequent information indicates that the device has been returned for analysis.